Manufacturer narrative:
Clarification d.6a: partial date of implant reported is 2002 which is not possible since device was manufactured on 08/apr/2003. It is not possible to verify the correct date of implant since the implant was done by a different physician whose contact information is unknown. Clarification h6 - since device is a saline breast implant, reporting the event a050401 (deflation). The event a0412 (rupture) was incorrectly reported earlier and is being unreported.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "deflation" diagnosed via ultrasound. This record is for the left side. Device has been explanted and replaced. Implant has been returned to manufacturer.